Event description:
It was reported that a clearlink system continu-flo solution set leaked fluid out of the top y-site connector (clearlink). This was noticed while hanging the ivpb (intravenous piggyback) mag (magnesium sulfate) 2gm. New tubing was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a leak was observed in the first y-site (clearlink). The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.